Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported difficult to advance the clip delivery system (cds), and difficult to open or close clip issue could not replicate in testing environment. The reported break and premature activation were confirmed via returned device analysis. The actuator mandrel, harness, actuator coupler and threaded stud were observed to be deformed. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported difficult cds advancement, inability to open clip resulting in deformed harness and break (actuator coupler) resulting in premature activation could not be determined. Observed deformations of actuator mandrel, actuator coupler and threaded stud appears to be cascading effects of the break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the actuator mandrel break and the clip detachment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The mitraclip delivery system (cds) was advanced through the steerable guide catheter (sgc), and resistance was felt. The cds was advanced to the left atrium, however the clip would only open to 60 degrees. The clip was re-closed; the actuator mandrel broke and the clip detached from the device. The cds and sgc were removed without issue and the procedure was aborted. No clips were implanted. Mr remained at 4. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.